Event description:
The lay user/pt contacted lifescan in 2007 and alleged that the lancet does not fire from her one touch utlrasoft lancing device. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on two days later in the evening. She also mentioned that she experienced being sweaty after the reported issue began. The pt stated she had increased her oral medication as per her physician's recommendation. She did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. Per cca documentation, the procedure was reviewed and the lancing device functioned properly. This complaint is being reported because the pt alleged that she experience sweatiness after the report issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.